Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
At follow-up on (B)(6) 2011, the device was found in standby mode. This was already the case at a previous follow-up performed on (B)(6) 2010 (this event was not reported). Reportedly, a 24 hours recording prior (B)(6) 2010 follow-up showed intermittent loss of ventricular capture and ventricular undersensing. The complainant indicated the device would be replaced without further details.